Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Customer alleges she was using the heating pad while in bed and smelled smoke. She discovered a burn mark on the heating pad and bedding. No injuries were reported with this incident.